Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "pump turns off, no messages or errors". They stated that the pump would turn on again but would not stay on. The initial reported also stated that the patient had no adverse effects due to this complaint. (B)(4).

Event description:
The initial reporter stated that "pump turns off, no messages or errors". They stated that the pump would turn on again but would not stay on. The initial reported also stated that the patient had no adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump was unable to turn on. It could not turn on due to fluid ingress, which caused the pcb to fail.